Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (service code 204, communication faults) was investigated. As received, the electrode belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, the yellow pgnd wire was open inside the trunk cable. The cause of the inability to communicate is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the defective belt.

Event description:
A us distributor contacted zoll to report that a patient's device produced service code 204 and communication faults.